Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. Their doctor had changed their basal rates on the insulin pump. They needed help with changing them. The customer¿s blood glucose level during the incident was 400 mg/dl. Their current blood glucose level was 377 mg/dl. They treated with manual injections. Troubleshooting was performed but not completed. The device will not be returned for analysis.